Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficult/delayed activation cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The delivery system was discarded and the clip remains in patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report delayed clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was placed in the lateral portion of a2p2; however, during the deployment sequence, after rotating the actuator knob eight times and retracting the delivery catheter (dc) handle, the clip did not release from the clip delivery system (cds). After small micro movements, the clip released from the dc tip. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.